Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an total knee replacement procedure on (B)(6) 2018 and a suture was used. During surgery, the suture had broken off. The surgeon was pulling up on the tenth throw and the needle came off the suture. There were no adverse patient consequences reported. No additional information was provided.